Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The analyst noted that the helix was received bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure two right ventricular (rv) leads exhibited a helix which was unable to retract and extend at the desired location. The leads were removed and replaced. No patient complications have been reported as a result of this event.